Event description:
A pt had an anaphylactic shock during the implantation of a collagen coated vascular graft. Graft was explanted the next day. 6 days later it was reported that the pt is now sitting up and making a recovery.